Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated/corrected: a4, b1, b3, b7, e1, e3 ,g3; h2; h3; h6.

Event description:
No additional event information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Left total hip arthroplasty was performed. It was reported during the surgery the phantom obturator broke off in the femoral shaft, the broken piece was impossible to retrieve therefore the surgeon decided to leave in place. It has been reported that the patient has not experienced any clinical consequences, and the broken phantom remains in the patient¿s femur. A radiograph of the left hip was provided that shows the retained foreign body. Based on the available information, the reported event can be confirmed and a root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: france the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip prothesis insertion, the phantom obturator broke in the femoral shaft, making it impossible to retrieve and the surgeon decided to leave it in place. No clinical consequences have been observed in the patient to date. Due diligence is in progress for this complaint; to date no additional information or product has been received.